Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found the instrument was returned with missing integrated cord. Visual inspection did not reveal any thermal damage or signs of melting. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips opened and closed properly. The instrument moved intuitively with full range of motion in all directions. The cut and seal tests were not performed due to the instrument was returned in damaged condition, integrated cord was found to be missing. Additionally, the instrument was found to have loose grip cable proximal end to be related to the customer reported complaint. Visual inspection found the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization test based on the logs review. The instrument was place on an in-house system and passed initialization on 3 of 3 attempts. Review of logs verified two homing failures with error code 22026 and description vessel sealer extended failed during homing on universal surgical manipulator (usm)3. The complaint regarding jaws would not open or close was not confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument jaws would not open or close. There was no reported injury.